Manufacturer narrative:
A sample product was not returned for analysis. Product identification information was not provided by the reporter; therefore, complaint history and product history records could not be reviewed. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a surgeon saw shavings behind and in front of an intraocular lens (iol) after the injection of the lens. The surgeon observed closely and thinks the "shavings" are from the cartridge. The "shavings" were removed with the irrigation and aspiration process with no harm to the patient. Additional information was requested.